Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had damage. The customer blood glucose level was unknown. The customer stated that the retainer ring was loose. The customer was assisted with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test. Insulin pump received with cracked keypad overlay at select button, scratched display window and damaged serial number label.